Event description:
It was reported that high out of range shock values were seen during programming prior to discharge. Two days later, a revision took place. No additional adverse patient effects were reported. The device remained implanted while the lead was explanted.

Event description:
It was reported that high out of range shock values were seen during programming prior to discharge. Two days later, a revision took place. No adverse patient effects were reported. The system was explanted. Should the device be returned analysis will be conducted.